Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report that since (B)(6) 2012 the patient obtained elevated blood glucose readings ranging from 300 mg/dl to 485 mg/dl and he experienced the symptoms of nausea and positive ketones. The patient was treated with water to drink, and the physician was contacted for advice. The patient was advised by the physician to program a temp basal setting into the pump for +50% for three hours. The reporter noted that after the temp basal rate had been set, the patient's blood glucose level responded and dropped to 159 mg/dl without symptoms. The reporter noted the patient had not been ill or had any changes to his activity level or diet. The reporter had changed the patient's infusion set and infusion site, and noted no issues. The reporter refused to troubleshoot the pump at the time of the call, therefore no information was provided about the pump settings, programming, date/time and total daily dose history. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2014 with the following findings: evaluation revealed that the black box begins on (B)(6) 2014. The pump was used after the original complaint date of (B)(6) 2012 and all histories and black box data for event have been overwritten. There were no eaw¿s associated with the complaint observed in the current black box and alarm history. Total daily dose (tdd) adds up correctly and reflects the user's programmed basal rates. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. Information for the complaint is overwritten, unable to duplicate the complaint. The pump is not detecting the correct force at 5 pounds. The force sensor resistance was found to be in specifications. No evidence of contamination found in force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.